Event description:
It was reported that the insulin pump was dropped on the floor or bumped and sustained physical damage to it. The caller stated that the device had a display which was not longer legible due to the damage. The caller did not know the blood glucose reading and was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with severely scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, missing end cap sticker and scratched around casing.